Event description:
Finger trigger device was sticking causing continuous hemostasis of tissue. They had to turn toggle off multiple times to stop firing. There was no patient injury. Power supply system was hemopro generator set at 2.5. The original procedure was saphenous vein harvesting. Manufacturer response (as per reporter) for vasoview hemopro endoscopic vessel harvesting system, harvesting systemrep notified of issue and reported that this has happened before. Manufacturer will be notified by materials coordinator